Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported the tissue pad melted and dislodged completely for the jaw. It came off of the jaw after it was away from the patient. This was during a total laparoscopic hysterectomy. The device was swapped out with an alternate like device and the procedure was completed with no patient consequences reported.